Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment. During preparation and removing the protector the stent dislodged from the balloon outside of the patients body.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Microscopic inspection of the balloon surface showed stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. The stent was returned separately in an op cloth. The stent is kinked and few struts are bent in its center. The transportation wire was not returned for analysis. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.